Event description:
It was reported by the patient¿s mother that her son has more seizures when his battery reaches 25%, and that the neurologist increases the keppra dose to counteract the seizures. The patient had generator replacements in 2007, 2011, 2015, and is scheduled for replacement currently. The increase in seizures in 2007 is reported under MFR. Report #1644487-2007-01077, the increase in seizures in 2011 is reported under MFR. Report #1644487-2019-00642, the increase in seizures in 2015 is reported under MFR. Report #1644487-2019-00636, and the current increase in seizures is reported under MFR. Report #1644487-2019-00652. Programming history was reviewed for the generator, and no anomalies were seen. The patient¿s generator had been replaced due to battery depletion and received for device analysis. The battery voltage was 2.340 volts, the battery is partially depleted at near end of service. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.